Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that caller had difficulties filling the reservoir. Customer's blood glucose was 220 mg/dl. Caller reported that the snap cap came off and insulin was spilled. Caller was able to change and fill reservoir. Reservoir would be replaced.

Manufacturer narrative:
A visual inspection was performed on one opened and used reservoir, found the snap cap and septum was detached from the reservoir and was stuck inside to the transfer guard.